Manufacturer narrative:
(B)(4). Date of event: only event year known: 2021. Batch # u5dx6m. Device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the tlc75 device was received with no apparent damage and with a reload loaded in the device. The reload was returned fully fired. The device was tested for functionality with a test reload and it fired, cut, and formed all the staples as intended. The staple line and cut line were complete, and the staples meet the staple form release criteria. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: ensure that the tissue lies flat between the forks. Any ¿bunching¿ of tissue along the reload or scale may result in an incomplete staple line. The tissue to be transected must be located between the arrows marked on the instrument jaw. Any tissue located outside of the arrows is out of the stapling range. The event described could not be confirmed as the device performed without any difficulties. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during a side to side anastomosis of the small bowel the tlc75 staple line was not complete; therefore, having to repeat the anastomosis choosing a different tlc75. Surgeon did note that the patient's tissue was not "good" and it was "thicker than normal small bowel". Surgeon also noted that there was the potential that the blue load was not appropriate for the tissue. The anastomosis was eventually completed with all green loads. The procedure was delayed by thirty minutes and was completed with no patient consequences.